Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a pt. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).